Manufacturer narrative:
The customer has not had any other similar issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer noticed a larger number of zero results (25-30 per run instead of around 5) beginning on (B)(6) 2017 for patients tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (a1cx-2) on the cobas integra 800 and began to troubleshoot. The customer replaced all probes and ran quality controls (qc) which were on the low side, but within range so patient samples were still run and reported outside of the laboratory. A physician contacted the laboratory questioning the results for 1 patient. On (B)(6) 2017 the sample was repeated and the result was much lower. The initial a1cx-2 result was 10.6%. The repeat on (B)(6) 2017 was 5.8%. The customer stated that "several" other patient samples from (B)(6) 2017 were repeated on (B)(6) 2017 and "several" had lower results than had been reported on (B)(6) 2017. No actual results were provided for these other patient samples. No adverse event occurred. The a1cx-2 reagent lot number was 14350601 with an expiration date of 10/31/2017. The customer has replaced reagents and repeated qc. The qc results are still on the low side but within the acceptable range. The field service engineer (fse) visited the customer site and found a z-rope slipping on the spindle. The z-rope was replaced. An instrument check test was performed along with precision testing. The results were within specification. The fse noted that the lower qc values the customer received was due to a new lot of qc material. The customer evaluated the new lot of qc and adjusted their ranges for the new control lot. The investigation agreed that the z-rope issue identified by the fse was the root cause of this issue.